Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "despite a full battery, fails during operation" was confirmed. The probable cause was too long insulation. Insulation was shortened and resolved the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump, despite a full battery, fails during operation. There was patient involvement.